Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 9 months post implant of this bioprosthetic valve in the pulmonary position, the valve was replaced valve-in-valve with a transcatheter pulmonary bioprosthetic valve (tpbv) for pulmonary regurgitation as well as stenosis.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was pulmonary regurgitation as well as stenosis. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 9 months post implant of this bioprosthetic pulmonary valve, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) for unknown reasons. No other adverse patient effects were reported.